Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Reportedly, after the clinical study patient underwent a total shoulder arthroplasty, the patient began experiencing pain approximately 10 months postoperatively. Per case details, the symptoms/event was reportedly treated and resolved after arthroscopic procedure ((B)(6) 2021). The patient impact beyond the reported symptoms and additional surgical procedure cannot be determined. The patient¿s current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tsa surgery was performed on (B)(6) 2019, the patient began experiencing right shoulder pain on (B)(6) 2020. This adverse event was treated/resolved with an arthroscopic repair performed on (B)(6) 2021. The patient's current health status is unknown.